Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the x-rays taken post operatively indicated that the resurfacing femur and stem extension have dissociated. Revision surgery has not occurred yet (date tbd).